Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the operation of the pump, it suddenly stopped. Even after repeated turning it on and off, it still couldn't start normally". Additional information states that the iab pump was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "during the operation of the pump, it suddenly stopped. Even after repeated turning it on and off, it still couldn't start normally". Additional information states that the iab pump was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of the "pump suddenly stopped" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.